Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). (B)(6) v-sics since last session (B)(6) days ago. (B)(6) non-sustained episodes with v-v intervals less than (B)(6) milliseconds since (B)(6) 2014. (B)(4).

Event description:
It was reported that the sensing integrity count (sic) on the right ventricular (rv) lead was high. Possible lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.